Event description:
Reporter alleged blood glucose measured 358mg/dl back to back with a result of 98mg/dl when testing was performed within 10 mins. Customer stated taking normal medications at the designated time and not as a result of the readings. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.